Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was inside the introducer; however, the distal end of the delivery wire was disengaged from the stent. Microscopic inspection did not reveal further damage. A device history record (DHR) was performed, and no internal actions were identified. The disengaged condition of the stent suggests that it was invertedly pushed or retracted with excessive force sufficiently to cause the disengagement, which could have result in the impeded condition reported. Therefore, the customer complaint can be confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, during an endovascular embolization, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code: enc402300, lot number: 9185286) became impeded at the hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: unknown) and could not be advanced into the microcatheter (mc). The physician retracted the stent alone, and upon removal, the stent was found to be detached from the delivery wire within the y connector. The physician removed the y connector and retrieved the detached stent. A second stent, an enterprise2 4mmx23mm (product code: encr402312, lot number: 9246448) was then introduced; however, it also became impeded at the microcatheter hub. The second stent was subsequently found to be detached from the delivery wire within the microcatheter hub. The physician removed the second stent along with the microcatheter from the patient. A new stent and a new microcatheter (different brand) were then used to complete the procedure successfully. No patient injury or adverse event was reported.